Event description:
Philips received a complaint by the customer on the v60 indicating that the screen froze and was unable to be unlocked. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. It was reported that the screen froze and was unable to be unlocked. A philips authorized service provider (asp) went onsite and was unable to duplicate the reported issue. The philips aps suspected the customer was attempting to change the brightness and may have accidentally pressed the screen lock button. The philips asp performed a calibration of the touchscreen. The investigation is ongoing.

Manufacturer narrative:
It was reported that the screen froze and was unable to be unlocked. A philips authorized service provider (asp) went onsite and was unable to duplicate the reported issue. The philips aps suspected the customer was attempting to change the brightness and may have accidentally pressed the screen lock button. The philips asp performed a calibration of the touchscreen. The philips asp performed a calibration of the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.